Manufacturer narrative:
(B)(4). Date sent 11/6/2024. D4 batch #c9dc83. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with the anvil bent upwards and with no reload present. The device was returned with a non-working firing mechanism and with the blue led active. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the pcb was noted to be damage and non-functional. It is possible that the device was clamped over an excess of tissue causing the anvil to bend. Please reference the instruction for use for more information. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the pcb has been correlated to the manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch number c9dc83, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Date sent 9/26/2024. D4 batch # unk. B3: only event year known: 2024. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the stapler jaw bent and would not close all the way midway during the procedure. They got another device to complete the rest of the case without patient harm.